Event description:
Pt undergoing aortic aneurysm repair required insertion of a le maitre albograft polyester knitted vascular graft coated in collagen. Having sewn in the top end of the graft then crossed clamped it, so as to release blood into the graft to test the anastamosis, the abdomen started to fill with blood. The aortic clamp was reapplied and the graft re inspected. When it was decided the graft was at fault, swabs were packed around the graft to stem the bleeding. The graft remains implanted.

Manufacturer narrative:
This complaint is currently considered an isolated incident and at this time a corrective action has not been opened. This complaint is being investigated for root cause through our complaint system. Background: the albograft collagen impregnation occurs on long grafts. These grafts are then cut into smaller segments and packaged individually. The individual grafts all have the same serial number with a sequential suffix of a,b,c, etc. We often refer to them as "brother" or "sister" grafts. Root cause analysis: the complaint graft was cut from a longer graft. The brother graft was pulled from inventory and blood permeability tested. We were able to recreate the complaint and the graft was found to be bleeding along the black line of the graft. The investigation suggests a textile issue rather than a collagen issues as the remainder of the graft was not blushing or leaking. Grafts that were produced off the same textile machine - sequentially before and after - were blood permeability tested and no issues were seen. This data indicates that this is an isolated incident and we will continue to investigate the root cause of the issue.